Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
(B)(6) is the (B)(6) states the screw that holds the chains keep coming out.